Event description:
3 x 16 mm taxus stents was placed over wire to l.a.d. Md was unable to pass the stent through the lesion. The system was withdrawn by the m.d. The images were taken at l.a.d. And sheath area. The stent was found deep in femoral artery. (Profunda).